Event description:
Some orange pieces off an oral syringe were floating in some milk that was being gavage fed to a baby. The orange syringe appears to be intact so this may be some "shavings" left from the manufacturing process.